Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the implant never worked correctly, and the patient let it die. The patient said the therapy never worked. The patient asked if they could use a thermapulse relief wrap with the stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.